Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after being found on the floor. An interrogation observed the right atrial (ra) lead with potential undersensing. The lead remains in use. No patient complications have been reported as a result of this event.